Manufacturer narrative:
The zoll catheter was returned to zoll on 07/03/2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, the icy intravascular catheter was inserted to a patient's femoral left side for hypothermia, dwell time 42 hours. Patient target did not reached at 34°c, very slow heating. Since lack of consistency of a central venous lumen, an optical sighting was obviously a kink on the catheter after the first balloon. No leak observed. The therapy continued by using emcools. No known impact or consequence to patient.

Manufacturer narrative:
The reported complaint of kinked catheter was confirmed during visual inspection. The kinked found near the distal bond medial balloon of the icy intravascular heat exchange catheter (ln 67008). No other physical damage was observed. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. All of the luered tubing flushed with no resistance. It was determined that the probable cause for the reported complaint was due user mishandling and/or insertion. During manufacturing all catheters are 100% inspected for visual inspection. Only units that passed are moved to the next process. The exact timing and cause of kinking of the catheter cannot be determined. Probable causes for the reported complaint can be a catheter was kinked during handling and or insertion. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for icy catheter lot number 67008. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for icy catheter lot number 67008.